Event description:
It was reported that a dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloons as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa extending up to left distal sfa with 50 mm proximal reference vessel diameter and 40 mm distal reference vessel diameter with lesion length 250 mm with 90% stenosis and was classified as tasc ii c lesion. Treatment of target lesion was performed by dilation using 5 mm x 200 mm ranger drug coated balloon, study device. A dissection of grade b was noted in the left sfa due to the 5 mm x 200 mm ranger drug coated balloon. In response to the dissection, a 6 mm x 40 mm innova stent was placed. Following treatment, a 60 mm x 80 mm innova bare metal stent was also placed, and final residual stenosis was noted to be 30%. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
A2 age at time of event: 81 years old at the time of study enrollment. Detailed product information was not provided to boston scientific. The lot number was not provided by the clinical study, thus unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that a dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloons as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa extending up to left distal sfa with 50 mm proximal reference vessel diameter and 40 mm distal reference vessel diameter with lesion length 250 mm with 90% stenosis and was classified as tasc ii c lesion. Treatment of target lesion was performed by dilation using 5 mm x 200 mm ranger drug coated balloon, study device. A dissection of grade b was noted in the left sfa due to the 5 mm x 200 mm ranger drug coated balloon. In response to the dissection, a 6 mm x 40 mm innova stent was placed. Following treatment, a 60 mm x 80 mm innova bare metal stent was also placed, and final residual stenosis was noted to be 30%. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital. It was further reported that on (B)(6) 2024, during the treatment of target lesion, dissection of grade b with some flow limitation was noted. In response to the event, 6 mm x 40 mm innova stent was placed and was post dilated by balloon angioplasty. In addition, angiogram revealed recalcitrant stenosis with recoil proximally in the target lesion which was treated by placement of 6mm innova stent and was post dilated by balloon angioplasty. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
A2 age at time of event: 81 years old at the time of study enrollment. Detailed product information was not provided to boston scientific. The lot number was not provided by the clinical study, thus unable to provide the complete unique identifier (UDI) # and other product specific information.